Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 21 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material remaining in the nozzle was not confirmed. There was no damage to the area where the foreign material was detected. It was unknown whether there was a deviation from IFU in reprocessing steps for the locations where foreign material remained: customer could not confirm whether the air/water nozzle was wiped with lint-free cloths/brushes as per device instructions. Olympus could not identify a definitive root cause of the event. The suggested event can be inspected and prevented by following below IFU section. Inspection method is described in the operation manual evis lucera gif/cf/pcf type 260 series, "chapter 3 preparation and inspection". Prevention method is described in the reprocessing manual evis lucera gif/cf/pcf/sif type 260 series, "chapter 3 cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited the nozzle had foreign objects. There were no reports of patient involvement.